Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received indicating that a revision procedure was performed at the t3 level due to fractured bilateral rods. During the removal procedure, it was observed that both rods exhibited actuator failure and were freely mobile.